Event description:
In the middle of the case the patient had to be bagged while the anesthesia delivery machine was changed out. The switchout involves a change in circuits and a pedi-lite sensor. Anesthesiology was not aware that an upgrade for the carestation anesthesia delivery system was needed to take care of smaller children. We bought our machines at different times. The first ones were sent with the upgrade by mistake. The next order was not.====================== manufacturer response for anesthesia delivery system, aysis======================upgraded all of our machines to e-caiov so that they are standardized. Training given to staff on different circuits and sensors. Instructions for doing anesthesia on children smaller than 6 kg